Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 1420t competitor implantable pacing lead 1998 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient received an inappropriate shock due to sensed lead noise on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity cou nter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were no anomalies observed on the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.